Event description:
Patient services received a call on 7/4/12. Patient mentioned that this rv lead is fractured. He is scheduled for a procedure on (B)(6)2012 for replacement. Lead was implanted on (B)(6)2005. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).